Manufacturer narrative:
Date sent to FDA: 8/19/2020. Corrected information: manufacturing site name.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient had removal surgery of the intramuscular part of the mesh on (B)(6) 2016. It was reported that the patient experienced severe and chronic pain, along with numbness and tingling sensations in his groin. No additional information is provided.